Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx150mmx150cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 1 minute, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. No patient complications nor injuries reported and the patient was in good condition.